Event description:
Boston scientific received information that this programmer went dead and was not able to turn on. The health care professional (hcp) stated that an electrical burnt smell was coming out from the fan area of the programmer. Boston scientific technical services (ts) then advised the hcp to return the programmer. The programmer will be returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the programmer failed boot-up and had a burnt smell as a part of the printed circuit board (pcb) was shorted and was burned and so was replaced. Two other parts of the pcb were obsolete and were also replaced. The programmer passed all incoming tests there after.